Manufacturer narrative:
This device met product specifications and was found to function as expected.

Event description:
Consumer was using a heated mattress pad and awoke to find a blister on his heel. He is alleging that the wound required medical treatment.